Event description:
It was reported that the pt underwent implantable neurostimulator removal due to an infection. The pt recovered without sequela. The explanted device was returned for analysis. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.